Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
In late 2020, the user fell out of bed and hit the left side of her head on the floor. After the trauma, it was decided to wait for the absorption of the edema, however the following measurements and hearing skills on the concerned side did not return to normal. Since then, the user has had no auditory benefit from the left side device. Re-implantation is recommended. However, no date could be stipulated yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, the reported impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
In late 2020, the user fell out of bed and hit the left side of her head on the floor. After the trauma, it was decided to wait for the absorption of the edema, however the following measurements and hearing skills on the concerned side did not return to normal. Since then, the user has had no auditory benefit from the left side device. Re-implantation was performed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In late 2020, the user fell out of bed and hit the left side of her head on the floor. After the trauma, it was decided to wait for the absorption of the edema, however the following measurements and hearing skills on the concerned side did not return to normal. Since then, the user has had no auditory benefit from the left side device.